Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii seal cracked during use. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the seal and the tension spring assembly were inside the delivery tube. The seal was extended outside the tube. The seal had cracked along the third ring from the edge. The white collar was not present; the plunger had been depressed. The device was bloody. Based upon the received condition of the device, the reported complaint "seal cracked during use" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).